Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent up arrow button response due to corroded keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, and a scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump was not bumped or dropped. The customer's blood glucose was 119 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.